Event description:
Revision surgery - the patient had surgery for her back and she was mishandled during surgery which caused poly to dislodge in knee.

Manufacturer narrative:
Surgeon kept.

Manufacturer narrative:
The reason for this revision surgery was to remedy the dislocation of the poly after 1.6 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reported to have been kept by the surgeon and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 4 prior complaints reported against this part; this is the first complaint against this lot number. The root cause was reported as trauma; the patient was having surgery on her back and was mishandled which caused the poly in her knee to dislodge. There are no indications of a product or process issue affecting implant safety or effectiveness.